Event description:
It was reported the programmer was overheating and there is an issue with the door latch (back cord). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID r2290 analyzer. (B)(4).